Event description:
It was reported that right atrial (ra) lead was surgically abandoned and replaced due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.